Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. Information provided in the file states that they have blurry vision with both eyes since having company lens implanted. The file will be reopened if additional information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after implantation of intraocular lens (iol), the patient had blurry vision with both eyes. He states, he does not have clear, distinct vision at any distance, blurred ghosts and black text. Additionally since surgery, he had significant dry eye syndrome and it was treated with steroid drops and artificial tears. At the time of report, the patient's symptom's were ongoing. There are two medical device reports associated with this patient. This report is associated with the left eye.

Event description:
Additional information received and stated that, the patient vision was better with glasses before surgery. The patient stated that, was not presented with this brochure prior to surgery. The surgeon's office has been non-responsive. The patient requested if needing to wear glasses now to watch tv clearly would be considered abnormal given the implants.

Manufacturer narrative:
Additional information provided in d.4., b.5. And h.6. The manufacturer internal reference number is: (B)(4).